Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08aug2019. The manufacturer¿s international service technician confirmed the reported issue and a credit was issued to the customer. A data acquisition (da) printed circuit board assembly (pcba) was return for analysis. Root cause: the defective u7 generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the pressure accuracy test failed. There was no patient involvement.